Event description:
It was reported that this pacemaker was unable to be interrogate using a programmer and further examination indicates it had entered safety mode. Technical services (ts) was consulted about performing a magnetic resonance imaging (MRI) and ts clarified the system would be non MRI conditional under safety mode. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.